Event description:
A user reported that their pump screen was not functioning as it would not turn on. There was no report of the customer's blood glucose level at the time of the event. Technical support instructed the customer on troubleshooting solutions and resolved to replace the malfunctioning pump. To use the pump until the replacement arrived, the customer had to keep it plugged into a power source. The customer confirmed their shipping address, and technical support provided instructions for the return of the problematic pump.